Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: found crack in case near upper right corner of display-damage to pump case. A battery compartment crack was found near the top. Leak due to cracked pump case, battery compartment leak was found. Evidence of moisture corrosion is only in battery compartment. Other parts of pump do not have moisture. A dim, pink display was found. The battery cap is missing, used test cap for all steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.